Manufacturer narrative:
Concomitant medical products: product ID: 407652 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited diminished sensing over the course of the device life time. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited diminished sensing over the course of the device life time. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 407652 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.